Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient stated they were having a lot of problems. Patient said their main problem is that their settings on group a are at lower settings than they are supposed to be at. Patient clarified that almost every day when they turn on their equipment, group a is set at 3.8, 3.3, 3.3, and 3.2. Patient said their body position would vary each day when checking their settings. Patient said the settings were supposed to be at 4.1, 3.5, 3.5, and 3.4 (which was what their rep last set them at). Patient connected to their implant during the call and reported the programs were now at 2.7, 2.7, 2.2, and 2.2. Patient confirmed they had adaptive and that it was on. Patient checked position and reported "upright" - patient confirmed they were sitting and standing at the time of the call. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent provided nas number for doctor's office to page a rep as patient said they hadn't heard back from their rep yet. On (B)(6) 2023 information was received from a patient (pt) regarding an implantable neurostimulator (ins). Patient reported the numbers on their adaptive stim settings are changing by themselves and pt has to manually change the settings back to the original settings he was set at. Patient reported that when laying in bed at night they will get a jolt, shock like a high voltage and pt will have to turn the therapy off to stop the shocking. Patient stated they have been turning the therapy on and off for over a week now and pt is still getting shocked. Patient service specialist (ps) had the patient connect to the implanted neurostimulator and reviewed how to turn therapy off vs turning the group/ programs off. Patient stated even when they turn off group a they still get shocked. Ps reviewed device function. Ps recommend patient consult with hcp office and rep for next step. Patient mentioned these issues was going when they called last week.